Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-21086. The pt received two model 3186 scs leads with the same lot number, and a third model 3186 with a different lot number. It was reported the pt requested to have the scs sys explanted as it is not providing effective pain relief.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.